Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: surgeon placed the stapler in an articulated position across the stomach, closed the jaws and started the firing sequence, the knife blade assembly advanced for about 10mm down the staple line, at which point it stopped advancing and the jaws straightened out of articulation mode. Upon evaluation of the new position the staple sat on the tissue, the surgeon allow 30 seconds to pass for additional tissue compression and pressed the fire button to continue the firing sequence. The stapler would not advance, so the surgeon pressed the silver button to retract the firing assembly and remove the stapler from the tissue and patient. Surgeon used a manual egia universal with a black load without to staple line. He then continued the case with purple reloads with peri-strips. Surgeon positioned the correcting staple application medial to the staple line that stopped in mid-fire, essentially cutting out the incomplete staple line. There was no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Reinforcement material used in conjunction with the stapler was pre-strip: item code and lot/serial number of the reinforcement material is (B)(4). Last known patient status is ok. Patient age: (B)(6), patient gender: male.

Manufacturer narrative:
(B)(4)